Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. At the visit on site the fse (field service engineer) verified the system. Logfiles showed that flap thickness (z-offset) was set lower than usual by the service engineer. However, the setting was still within company specifications. Inclined offset was +17 (acceptable range is 15-65). At the visit on site the fse adjusted the flap thickness. After service the system was successfully verified according to company specification. The root cause for the reported event can be identified as a flap thickness alignment of the system on the lower end. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse report an incomplete corneal flap during a lasik procedure. Additional information received from the field service engineer, (fse), confirmed the flap was not completed and no excimer ablation was performed.